Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 56.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The ring electrode was found covered in fibrotic growth. Calcifications are known to cause high impedances and pacing thresholds and is thus assumed to be the root cause of the reported clinical observations. Furthermore, a deformed conductor coil and damaged insulation 26.5 and 32 cm proximal to the lead tip and a bent fixation helix were found. These damages most likely occurred during the extraction procedure due to applied mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to high impedance and threshold. No adverse patient events were reported. Should additional information become available, this file will be updated.